Event description:
It was reported that during power up the cardiosave intra-aortic balloon pump (iabp) unit would not turn on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital, dr. (B)(6). Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up the cardiosave intra-aortic balloon pump (iabp) unit was not properly seated in the wheelchair. Failure to charge led to the exhaustion of the batteries and the inability to turn on the pump. Correctly placing the unit in the cart resolved the problem, restored charging, and enabled the pump to turn. There was no harm to patient reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 h10. It was reported that during power up the cardiosave intra-aortic balloon pump (iabp) unit was not properly seated in the wheelchair. Failure to charge led to the exhaustion of the batteries and the inability to turn on the pump. Correctly placing the unit in the cart resolved the problem, restored charging, and enabled the pump to turn. A getinge representative was not dispatched to evaluate the unit because the issue was corrected over the phone which was caused by user error. After downtime of the device, attempts were made to turn it on without success. During a telephone conversation with the user, it was found that the main unit was not properly seated in the wheelchair. Failure to charge led to the exhaustion of the batteries and the inability to turn on the pump. Correctly placing the unit in the cart resolved the problem, restored charging, and enabled the pump to turn on.

Event description:
N/a..